Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving repeated "alert 38" messages throughout the morning despite multiple restarts. The agent guided the user through a dry run to 120 units, which completed successfully, and recommended a full supply change. The user¿s blood glucose (bg) was 383 mg/dl and administered an 18-unit manual insulin injection. The agent advised disconnecting from the ilet for at least two hours after the injection. The highest blood glucose (bg) recorded was 383 mg/dl. Bg was corrected through a manual injection and pending supply change. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.